Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Vaginitis [vaginal infection] private parts became inflamed [genital tract inflammation] tampon left in private parts [foreign body in reproductive tract] chronic cervicitis [cervicitis] case narrative: consumer reported via phone that she discovered tampon was left in vagina. No serious injury reported.

Event description:
Vaginitis, colpitis [vaginal infection] cystic echo of the left ovary [ovarian cyst] pelvic inflammatory disease [pelvic inflammatory disease] right adnexal mass [adnexa uteri mass] (female) private parts became inflamed [genital tract inflammation] menstrual period usually ends within one week. Later, blood kept appearing inside...tampon inside caused blood to appear - vaginal [vaginal haemorrhage] tampon left in private parts - female [foreign body in reproductive tract] chronic cervicitis [cervicitis] cervical erosion-like change [cervix disorder] hypogastralgia, abdominal pain [abdominal pain] left adnexa uteri haphalgesia [adnexa uteri pain] stomach painful [abdominal pain upper] hypersecretion of white secretion [vaginal discharge] was not very clean as her menstruation was dripping - tampon [device physical property issue] leukorrhea, smelly- vagina [vaginal odour] case narrative: consumer reported via phone that she discovered tampon was left in vagina. No serious injury reported. 14-oct-2022: in a follow-up contact, the consumer indicated that she had stopped using the tampons and she provided medical records.

Manufacturer narrative:
No failure could be identified as a result of the investigation.